Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and diabetic ketoacidosis. Customer¿s blood glucose value was blood glucose of 100-400 mg/dl. The customer stated that insulin pump is not delivering insulin despite several set changes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
The customer was not in auto mode, doesn't use that feature and was not hospitalized for diabetic ketoacidosis.